Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer was in emergency room due to hypoglycemia diabetic ketoacidosis on unknown date with blood glucose level was unknown at time of hospitalization. The customer blood glucose level was 438 mg/dl at the time of incident and when dispatched from emergency high 200 mg/dl and at the time of surgery when not wearing the insulin pump at the time blood glucose level was 535 mg/dl. Customer stated that insulin pump was exposed to magnetic resonance image. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event and was not wearing insulin pump at time of emergency room event. The customer stated that they went to emergency room, removed pump battery in hospital, pump was dead put new battery in then no connection with pump and transmitter. The device will be returned for analysis.

Manufacturer narrative:
The initial report was submitted with no aware date. The correct date is 13-sep-2019.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The motor was tested outside of the device and passed. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).